Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the air water channel at the intake sheath of the distal head, and the foreign body in the air water piston cage could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air water channel at the intake sheath of the distal head, and a foreign body in the air water piston cage. There was no patient involvement.